Manufacturer narrative:
Age at time of event: 18 years or older.   Device evaluated by MFR: the device was not returned for analysis. The investigation conclusion is anticipated procedural complication as the event is due to a known physiological effect of the procedure noted within the directions for use, and/or device labeling. (B)(4).

Event description:
It was reported that vessel dissection occurred. Vascular access was obtained via the femoral artery. The target lesion was located in the mildly calcified superficial femoral artery. A 7x100x120 mm epic¿ stent was deployed in the target lesion. However, after stent deployment, distal stent edge dissection was noted under fluoroscopy. A 6.0x40 mm epic¿ stent was used to treat the dissection and the procedure was completed. No further patient complications were reported and the patient's status was stable.